Event description:
Abbott diabetes care (adc) received a medwatch report that reported the following information: a customer reported an incorrect application and sensor discomfort with their adc device. The customer reported while inspecting the sensor application, they were startled by a sudden movement from their partner's hand reaching across them and accidentally pushed down the sensor application into their left, inner wrist hitting what they believe was their vein. The customer realizing what happened immediately pulled the sensor out carefully. The customer experienced pain in arm and hand, some numbness and tingling in index finger, two middle fingers and palm. The customer had contact with a healthcare professional (hcp) where it was "determined that it could be nerve damage and advised the customer to wear a hand brace" and provided a referral for an electromyography (emg) for treatment. The customer reported taking over the counter (otc) pain medication to help alleviate the pain but is contacting their hcp to see if they can be prescribed a medication to help with the pain. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to the FDA- the reported product is not expected to be returned as reporter indicated the device was discarded. In the absence of a returned product, an extended investigation has been performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report that reported the following information: a customer reported an incorrect application and sensor discomfort with their adc device. The customer reported while inspecting the sensor application, they were startled by a sudden movement from their partner's hand reaching across them and accidentally pushed down the sensor application into their left, inner wrist hitting what they believe was their vein. The customer realizing what happened immediately pulled the sensor out carefully. The customer experienced pain in arm and hand, some numbness and tingling in index finger, two middle fingers and palm. The customer had contact with a healthcare professional (hcp) where it was "determined that it could be nerve damage and advised the customer to wear a hand brace" and provided a referral for an electromyography (emg) for treatment. The customer reported taking over the counter (otc) pain medication to help alleviate the pain but is contacting their hcp to see if they can be prescribed a medication to help with the pain. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care (adc) received a medwatch report that reported the following information: a customer reported an incorrect application and sensor discomfort with their adc device. The customer reported while inspecting the sensor application, they were startled by a sudden movement from their partner's hand reaching across them and accidentally pushed down the sensor application into their left, inner wrist hitting what they believe was their vein. The customer realizing what happened immediately pulled the sensor out carefully. The customer experienced pain in arm and hand, some numbness and tingling in index finger, two middle fingers and palm. The customer had contact with a healthcare professional (hcp) where it was "determined that it could be nerve damage and advised the customer to wear a hand brace" and provided a referral for an electromyography (emg) for treatment. The customer reported taking over the counter (otc) pain medication to help alleviate the pain but is contacting their hcp to see if they can be prescribed a medication to help with the pain. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.